Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports receiving a communication alarm while wearing the pod.

Manufacturer narrative:
The returned device was evaluated and the investigation found corrosion on the battery stack. No data could be retrieved despite using an external power supply due to low battery voltage. The investigation located a hole in the unexposed portion of the soft cannula. When the fluid path was manually occluded, fluid was observed diverting through the hole. This hole caused fluid to accumulate in the pod and resulted in the observed corrosion on the battery stack that resulted in low battery voltage. Due to the inability to retrieve the data, the reported event could not be determined.